Manufacturer narrative:
(B)(4). Batch: r5a04f. Investigation summary: the analysis found that one sc60a device was returned with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One gst60d cartridge reload was loaded in the device. The cartridge reload was received partially fired 1/16. In addition the knife was noted to be partially advanced into the anvil, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to fully returned the knife to it home position the fourth stroke must be completed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: before approaching the tissue the jaw was not opened, so there was no bleeding or damage tissue. The jaws did not open at the 2nd firing, the jaws did not open after the device was inserted into the patient for the 2nd firing.

Event description:
It was reported that during an unknown procedure, the jaws did not open at the 2nd firing. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.